Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for low oxygen flow and positive flow verification. The evaluation found that the adjustment of grey removeable foam is necessary. Foam was adjusted. Device passed all testing.